Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 10, action taken when event occurred? New suture used, was procedure successfully completed? Yes, were fragments generated? Yes, what do you mean by "individual strands of the braided suture cuts and fragments"? Please explain. It was reported that the suture had cuts in the middle and that some strands of the suture were hanging loose. This was felt by the doctor immediately after taking the first bite as it was not smooth for the dr to pull through. Did the fragments fall into the patient's body? If yes, please explain if they were removed successfully? There were no fragments, as the suture was removed immediately upon taking the first bite. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ophthalmic surgery on (B)(6) 2020 and suture was used. During the procedure, the individual strands of the braided suture cuts and fragments. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: according to the information received, the individual strands of the braided suture cuts and fragments. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that an empty opened foil, an empty opened folder, and two needle-sutures pieces of product code w9552 were received for evaluation. The product code is double-armed. Visual inspection of the unopened sample, the swage and attachment area was noted to be as expected, and the strand was broken in two sections, damage on the surface, open braided and the ends cut could be observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. No conclusion could be reached as to what caused the reported complaint. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.